Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: saline mentor smooth round moderate profile 275cc, catalog number 3501640, lot number 124373. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast implantation procedure of unknown type with saline mentor smooth round moderate profile 275cc and experienced capsular contracture bilateral. As a result, the patient had undergone explantation in 2006. This medwatch is for the left breast implant.

Manufacturer narrative:
On 06/08/18, it was reported to mentor that the device history record (DHR) of lot number 124373 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).